Manufacturer narrative:
Evaluation: still under investigation.

Event description:
A female patient underwent aaa repair in 2008. After completing the deployment of the zenith, the physician was convinced that the fabric of the main body graft was partially covering the left renal artery. The physician then proceeded to cannulate the renal artery and another manufacturer's biliary stent was placed. Final angio was performed and the renal artery was fully perfusing.